Manufacturer narrative:
Follow-up #1 date of submission 08/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: a visual inspection of the pump showed no damage to the keypad cover. During testing, the contrast button was intermittently unresponsive; which has no effect on insulin delivery. All other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.